Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: nemcomed (presently avalign technologies ¿ nemcomed) manufactured the internal counter torque for universal spinal system. The certificate of compliance indicated the lot conformed to specifications. The internal counter torque was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several instruments malfunctioned during a t10-ilium posterior lumbar fusion for leg pain and deformity correction. It was reported that, during set up of the case prior to incision, one of the collar holding tips was broken off a universal spine system persuader. It was reported that the tip of a counter torque broke off during final tightening. No harm was done to the patient or implants from this torque. The fragment was removed and the torque wrench was used with another instrument to finish the case. It was reported that the tip of the hexagonal screwdriver was broke off during screw adjustment. The fragment from the broken screwdriver was found and no harm was done to the patient or implant. Another screwdriver was used to adjust the screws. No patient harm was reported. No time delay was reported. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: nemcomed manufactured the internal counter torque for universal spinal system, p/n 388.263, and lot numbers 6417555 for 10 pieces delivered 9/16/2010. Due to an unknown cause, the tip broke during final tightening; fragment(s) were recovered but not included with the complaint. Initially, the part conformed to the synthes final inspection sheet # ns030612, revision ¿b¿. The parts were released to the warehouse on 9/17/2010. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The internal counter torque for universal spinal system was made to the synthes drawing p/n 388.263, revision ¿a¿, released on 6/2/1999. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.